Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels of 38 mg/dl. The customer treated herself with breakfast food. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 60 mg/dl when her actual blood glucose level was over 200 mg/dl. The customer also received the calibration error alert and bad sensor alert. The customer removed the sensor and saw that there was a kink in the sensor. Troubleshooting was done. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.